Manufacturer narrative:
Section a patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed sodium result when processing on alinity c processing module. On (B)(6) 2025, ID: (B)(6) generated 120 mmol/l (reported out of lab), that repeated 136 mmol/l. The customer reference range is 133-146 mmol/l. No negative impact to patient management reported.

Event description:
The customer observed false depressed sodium result when processing on alinity c processing module. On (B)(6) 2025, ID (B)(6) generated 120 mmol/l (reported out of lab), that repeated 136 mmol/l. The customer reference range is 133-146 mmol/l. No negative impact to patient management reported.

Manufacturer narrative:
The customer reported observing falsely depressed sodium (na) results for a patient sample while using the alinity c ict sample diluent, list number 07p53-20, lot number 35860un25. The customer noted repeating the patient sample with the same reagent lot, which generated within range results. The quality control (qc) results were within range at the time of testing. The customer performed a precision run on the qc which displayed one lower flier of the ten run. A fse (field service engineer) went onsite to perform additional instrument troubleshooting such as replacing the mixers, which resolved the qc issue. A review of complaint and trending data did not identify any trends for the alinity I processing module and the ict sample diluentwith regards to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Manufacturing documentation for the alinity I processing module did not identify any issues associated with the complaint issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.